Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient may have a surgical intervention to have the scs ipg revised. No further information is available at this time.

Event description:
Additional information revealed that patient was feeling discomfort at the pocket site. In turn, surgical intervention was undertaken on (B)(6) 2018 wherein the ipg pocket was moved from the lower back to the abdomen. Postoperatively, discomfort had resolved.